Manufacturer narrative:
Follow-up #1: date of submission 06/2629/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2015 with the following findings: on investigation, the pump powered on with functional auditory and vibratory alert. Investigation did not duplicate the alleged audio tone issue and the pump¿s audio functionality was within the required specifications. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging an audio tone issue. There was no reportable adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.